Event description:
From staff: disposable scope ref # 091330-01 was found to have a broken/cracked tip, item was not used on patient. Manufacturer is cmos - laryngoscope rino video disposable. Manufacturer response for laryngoscope rino video disposable, (brand not provided) (per site reporter). Rep retrieved device.